Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm when the customer was disconnected and suspended the device while taking a shower. Customer's blood glucose was 97 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.